Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The patient will be monitored at the next follow-up. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.